Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-02840. It was reported that one of the implanted leads had migrated. The issue was confirmed via x-rays. In turn, the patient underwent surgical intervention where the lead could not be rethreaded and was explanted and replaced to address the issue. All of the patient's leads are being reported because it is unknown which lead is liable.